Manufacturer narrative:
A mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 70mm in length and extended from a position approximately 2mm distal of the proximal markerband to approximately 25mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during eleventh inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during eleventh inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported, and the patient condition was good post procedure.